Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurement of more than 2000 ohms. This lead was surgically abandoned and replaced with another lead. This lead will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.